Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of one device. Photographic inspection confirms the lot # and expiration date as reported. Functional testing was not performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy, while being applied at the stomach, the stapler with the load unit only partially fired and the staples did not deploy. The black pusher thumb piece can be moved. The procedure was completed with new stapler. The patient has no injury.